Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range shock impedance measurements in ra coil to can configuration. Boston scientific (bsc) technical services discussed trouble-shooting options with the local bsc field representative (fr). The fr indicated that defibrillation threshold testing would be done at some point in the future. No adverse patient effects were reported. Available information indicates that the system remains in service.